Manufacturer narrative:
Device evaluated by the manufactuer: the device was returned for analysis. The advancer, handshake connections, sheath, coil and annulus were microscopically examined. The returned rotawire was removed from the device with some resistance due to wire kinks after being soaked in warm water.the coil is stretched.the coil is stretched.

Event description:
It was reported that the rotaburr became stuck on the rotawire. The 80% stenosed, acute bent target lesion was located in a severely calcified proximal left anterior descending artery. A 1.50mm rotalink plus and a 330cm rotawire were selected for use. During the procedure, the rotawire crossed the lesion and while the burr was going through the wire the rotawire got became kinked and stuck in the burr. The burr and wire were then removed completely. The procedure was completed with a diferent device. No patient complications were reported and patient was stable.

Event description:
It was reported that the rotaburr became stuck on the rotawire. The 80% stenosed, acute bent target lesion was located in a severely calcified proximal left anterior descending artery. A 1.50mm rotalink plus and a 330cm rotawire were selected for use. During the procedure, the rotawire crossed the lesion and while the burr was going through the wire the rotawire got became kinked and stuck in the burr. The burr and wire were then removed completely. The procedure was completed with a different device. No patient complications were reported and patient was stable.